Event description:
Info received indicates, the brake is not functional on one side of the bed. The brake pedal will engage but would not set.

Manufacturer narrative:
The tech found the left brake pivot cam was broken due to worn brake and brake/steer casters. The tech replaced the casters and the pivot cam to repair the bed.